Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 84.26 from the distal tip at the proximal joggle joint. No material was found missing. Components adjacent to this broken main tube do not show damage. Failure analysis found the secondary failure of unintuitive motion to be related to the customer reported complaint. The instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the mtms, however the grip tips moved in the opposite direction. This behavior was observed in the roll direction and presented on qty 3 out of 3 installs, indicating a misalignment of the coordinate frames. During the engagement sequence. This failure is likely caused by the broken main tube. Additional observations not reported by site: the instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 3.33mm x 4.08mm in size. Due to the broken tube adapter, a detached fragment was observed that was not returned with the instrument. The instrument was found to have broken electrical contacts. The broken pieces, measuring approximately 1.50mm x 3.94mm and 1.50 x 1.81mm in sizes, were not returned with the instrument. Due to the broken contacts, detached fragments were observed that were not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of a damaged main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending and subsequent breakage. Additionally, the unintuitive motion failure is likely caused by the broken main tube.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced reverse movement on the patient side manipulators (psm). The customer stated that they were in the process of reseating the endoscope and may exchange it. The surgeon also experienced inverted/backward movement with the single-port (sp) monopolar cautery instrument (mci) instrument. The issue always started at the beginning of the procedure, and it was not due to a camera issue. The customer replaced the instrument to resolve the issue. The procedure was completed with no reported injury.